Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch reports 2032227-2015-36208 and 2032227-2015-37104 regarding this event.

Event description:
The customer called and reported that his blood glucose went high due to not having insulin and an emergency medical technician told him his blood glucose was around 600 mg/dl. The customer further state he received a calibration error from the sensor. Possible troubleshooting steps were explained. The sensor will not be returning for analysis at this time.